Event description:
The customer reported that during a patient procedure, the balloon developed a leak and cs300 alarmed with "blood back detected. Blood noted to be present in tubing at this time. Blood filled the tubing to the machine and the iabp was turned off immediately. The heparin drip was stopped and the physician was called .the nurse practitioner was present and the line was pulled with no complications. Hemostasis was achieved. No changes in patient condition observed at this time. New information indicated that a patient death was associated with this case. Refer to medwatch number 2248146-2015-00026 for the balloon complaint.

Manufacturer narrative:
The company representative observed that the unit had a blood back, removed the top cover of the unit to see how far the blood traveled inside the unit, found that the blood just went past the inline filter after the optical sensor. The company representative disassembled the unit and removed the pneumatic assembly, replaced the purge valve assembly, installed a new crm. Customer supplied the new safety disk, installed a new blood back detection tube. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record (DHR) for the iabp involved in the event; there were no non-conformances in the DHR related to the reported event. Internal complaint number: (B)(4).